Event description:
A lighted esophageal bougie used intraoperatively. A disposable tip snaps on & off device. When inserting the bougie, the tip disconnected from the bougie, leaving it in the esophagus. Had to remove it with forceps. Evidently this lighted bougie is a new version of the one staff have used for the past 4 years. The original unit doesn't have a detachable tip; it is permanently attached. According to the MFR the original model is being phased out.